Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine follow-up, myopotential inhibition was noted on the device. The patient had shortness of breath and was feeling light headed and tired during the time of visit. Review of egms revealed low level, high frequency noise that was inhibiting pacing. Myopotential oversensing was suspected. A programming change was made.